Event description:
It was reported that the procedure was to treat a lesion in the lower extremity. The 12.0x60mm armada 35 balloon dilatation catheter (bdc) was advanced without resistance and inflated at an unknown pressure but burst before reaching nominal pressure. Another abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na